Event description:
A detached imaging window occurred with the device. An opticross hd imaging catheter was returned to boston scientific for analysis. Upon analysis, it was revealed that the imaging window was detached. No patient complications were reported along with the use of the imaging catheter.

Manufacturer narrative:
The returned product consisted of the opticross imaging catheter. Visual and microscopic inspection showed that the imaging window was partially detached. Impedance testing showed open at proximal wave form. During the product analysis an open circuit was encountered at the proximal end of the catheter which is related to breakage of the coaxial cable. This occurs due to the material characteristics of the coaxial cable and the drive cable, since the drive cable is made of counter-winded coils, it has better elastic capabilities than the wires used for the transmission of energy to the transducer (coaxial cable). The difference in elastic properties of the material causes that during the telescoping action, the drive cable elongates further than what the coaxial cable is capable of, if a certain threshold is exceeded, the coaxial cable would break, and the device is not going to be able to display an image. Failures related to this issue are traced to design characteristics of the device. Regarding the encountered partial detachments are prone to occur in the lapjoint section due to the difference in rigidity between the imaging window and the sheath section, due to this, the bending forces in this section are not evenly distributed and are mainly focused over the least rigid material. Since it was confirmed that the manufacturing process was successful, it is possible that this issue occurred during the procedure, either during insertion of the device, or due to the handling and manipulation from the user.